Manufacturer narrative:
Device is a combination product. A synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage/expansion. The stent showed signs of positive pressure having applied to the balloon and was damaged. It was not possible to take a stent outer diameter reading. The balloon cones were reviewed, and there were signs of positive pressure applied to balloon. The balloon was in a relaxed state. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2020. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mid to distal end of the left anterior descending artery. A 2.50 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion after several attempts. The procedure was completed with another of the same device. No patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.